Manufacturer narrative:
Event could not be confirmed. No radiographs or MRI were received. Graft material gave no indication of a product malfunction per the sales representative. The bone void filler graft is a reverse phase material that has a putty consistency. When bone void filler is being mixed with autograft, a ratio of 1:1 should be used. It does not require rehydration prior to use. The addition of bma and heparin at a ratio other than 1:1 in this case may have affected its consistency. No product will be returned as it was discarded by the hospital. DHR review concluded that the product was manufactured, inspected and accepted for use on 4/12/2016 by the quality control department to ensure that they meet all specified parameters of the inspection report. No further evaluation of the product can be completed at this time. Patient's bone quality is unknown. Rigid fixation techniques are recommended as needed to assure stabilization of the defect in all planes. The degree of spinal instability is unknown. The patient should be cautioned against early weight bearing and premature ambulation that could lead to loosening and or failure of the fixators or loss of reduction. It is unknown if the patient complied with post-operative care instructions or sustained a fall/impact of some sort. The root cause of this reported event has not been determined, no conclusion can be drawn. Device discarded by hospital.

Event description:
Initial acdf surgery at c5-c7 was performed on (B)(6) 2016. Osteophytes were removed to decompress site and autograph was mixed with 1 cc of allograft putty, and placed at the wound site. Event: on (B)(6) 2016 patient incurred pain and underwent revision surgery to remove part of the 1cc putty mixed with autonomous bone. It is believed that the graph was placed on or near the nerve, causing nerve irritation and patient pain. Patient outcome: post-revision surgery, the patient symptoms are expected to be relieved.